Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx220mmx150cm coyote" balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 20 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen, blood in the strain relief and wire lumen. Microscopic inspection and functional testing of the entire device found no irregularities or defects. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx220mmx150cm coyote¿ balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 20 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.